Manufacturer narrative:
A heal collar 3.5x4.5, 3mm (hc343) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, however no malfunction. Functional testing was performed for the returned product with an in-house stock device and seats as intended. No malfunction. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2020080019). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020080019) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that when placing implant and healing abutment would not engage the implant. Clinician claimed it was deflective. Used another healing abutment in same implant to complete the procedure. Tooth location not reported.